Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative that an mr225x manual fill humidification chamber had cracked at the connection port of the chamber which caused a leak. The chamber was being used for 10 days. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr225x manual fill humidification chamber was returned to fisher & paykel healthcare (f&p) where it was visually inspected. Visual inspection of the chamber revealed it was cracked and broken at the port. We are unable to determine what caused the crack on the chamber dome. It should be noted the complaint mr225 chamber was used for ten days. Every mr225 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. The user instructions that accompany the mr225 humidification chamber specify in the warning section: do not use beyond 7 days maximum duration of use. Do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Check all connections are tight.